Event description:
The manufacturer received information regarding a simplygo. The patient has alleged that there is a sign of battery melting. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.